Manufacturer narrative:
Visual assessment confirmed the reported breakage in the distal tip. Broken section was not returned for examination. Cuff stitch shaft was measured and verified to be within specification. Examination of the break area shows evidence of abnormal twisting/bending at the fracture point. The condition of the device indicates it was subjected to excessive forces during use. Excessive force can result in instrument failure. No root cause related to the manufacture of the device can be established.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the cuff stitch 180 degrees left broke inside the patient. There was no patient injury reported.